Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2013. Subsequently, the patient was revised on may 20, 2013 due to a valgus deformity. The surgeon removed and replaced the femoral component.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 12 states, ¿valgus-varus deformity.¿